Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that a 5.5 pump placed in a 75 year old male patient to support during high risk cardiac procedure. Information was received via impact study that noted arrhythmia with a "probable" relationship to the pump had occurred. Medical therapy was done for the harm. P level adjustment, and lidocaine and levophed given. Weeks later the impact study noted there was fluid overload with possible relationship to the impella.

Manufacturer narrative:
The investigation of infection/sepsis and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27197. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27197 as it is unknown if the initial reporter also sent the report to the food and drug administration. G2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27197.